Event description:
The initial rptr contacted the MFR to report that the pt had her bjork-shiley convexo-concave mitral valve replaced. Accorrding to the initial rptr, the surgeon stated the reason for surgery was the "valve was failing". According to a copy of the operative report forwarded from the initial rptr, the pt was admitted because "she has a recall valve and has been referred for removal." According to the copy of the operative report, the pt tolerated surgery and was transferred to the intensive care unit in stable condition. The pathology report of the valve upon explant listed the pt's clinical diagnosis as mitral valve regurgitation. The pathology report confirmed the valve was a mitral valve prosthesis and revealed no add'l info related to the examination of the valve.